Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00191. It was reported the patient's leads had migrated and the ipg is inoperable due to patient undergoing an MRI. The issue was confirmed via x-rays and the ipg is an MRI conditional system. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.